Event description:
A caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. The technical support team confirmed a cartridge alarm 35 and instructed the caller to remove the cartridge and deliver a 9-unit bolus. This action was successfully completed, and the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.